Event description:
It was reported via social media that an individual's mother had a mitraclip procedure at an unknown date. They stated "my mother died from this! During surgery the clip discharged before it should have and pierce her heart and she bled out."

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on a social media post and no lot information was provided. Based on the information reviewed and due to the limited information available from the social media post, the cause of the reported premature activation, death, perforation, and bleeding were unable to be determined. The reported patient effects of death, perforation, and bleeding as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported via social media that an individual's mother had a mitraclip procedure at an unknown date. They stated "my mother died from this! During surgery the clip discharged before it should have and pierce her heart and she bled out."

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.